Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for a low blood glucose of 39 mg/dl on (B)(6) 2019. The customer passed out as a result of the hypoglycemia. The customer was treated with glucagon. The customer attributed the low to an inaccurate sensor; their sensor glucose read 198 mg/dl despite a blood glucose of 39 mg/dl. The customer was using the insulin pump system during the event. Additionally, the customer experienced a high blood glucose of 476 mg/dl. Troubleshooting did not occur on the insulin pump or sensor. The insulin pump will be returned for analysis. The sensor was not returned for analysis.